Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 37 mg/dl or 38 mg/dl. Customer reported of going to sleep without eating dinner and could not be woken up. Customer reported of suspending sensor and then lost it. Customer would contact healthcare professional regarding basal rate settings. The customer was wearing the insulin pump during the hospitalization. Customer's blood glucose was 300 mg/dl at the time of call. Customer declined troubleshooting for high blood glucose.